Manufacturer narrative:
This occurred in 2008. Evaluation: our eval of device 1 of 2 confirmed the report. The electrical pin in the snare handle has bent, creating connection difficulty between the snare handle and the active cord. When the handle was received for eval, the electrical pin in the handle had also been unthreaded. A visual inspection of the handle confirmed the electrical pin had been tightened into the handle during manufacture. During our analysis, an ohm meter was used to check for electrical continuity between the loose electrical pin and the snare. The snare passed the continuity test. Although the bent electrical pin is the most likely cause for an insecure connection between the snare handle and the active cord, the snare device allowed flow of current with the pin in the unthreaded/loose position. Device 2 of 2 connected securely to the active cord and passed an electrical continuity test with an ohmmeter. There are several kinks in the drive wire near the handle, but these kinks do not affect the flow of current from the snare handle to the snare head. A discrepancy or anomaly that could have contributed to connection difficulty between the snare and the active cord was not observed during our analysis of device 2 of 2. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is remote. Conclusion: a definitive cause for this observation was unable to be determined because the actual product handling conditions could not be duplicated in the laboratory setting. However, we can provide the following comments: a bend in the electrical pin can contribute to active cord connection difficulty. Bending of the pin can occur if care is not exercised by the user during use and general handling. If the active cord was connected or removed at an angle, this could have caused the prongs of the pin to bend towards each other, causing connection difficulty. If the pin was adjusted by the user, perhaps in an effort to remedy the connection problem, this could have caused the unthreaded/loose pin in the snare handle. A kink in the handle cannula can occur if the device experiences excessive pressure during use and/or general handling. Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional test to ensure proper connection to the active cord. The functional test includes verification of conductivity using an ohm meter. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: the complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this calculation, no corrective action is warranted at this time. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During a colonoscopy procedure, the physician selected a cook endoscopy acu-snare (device 1 of 2) to perform a polypectomy. The acu-snare was advanced through the endoscope and extended from the outer sheath. The snare was positioned around the polyp. The physician attempted to connect the active cord to the snare handle, but the snare handle would not connect to the cord. Electrosurgical power was not applied to the snare due to the connection difficulties. The snare was removed from around the polyp and withdrawn from the endoscope. Another acu-snare was used to complete the procedure. Nothing had to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effect due to this occurrence. One additional acu-snare (device 2 and 2) was used in the same manner described above and the same observation was made. For suspect medical device info on device 2, see report number 1037905-2008-00047.